Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:h3 and h6. This supplemental report includes a correction to h4. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, we presume the glue around objective lens deteriorated and then peeled off by chemical stress from repeated reprocessing of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited deterioration of the adhesives of the distal end. There were no reports of patient involvement.